Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working during a therapeutic hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 4/22/2016h4

Event description:
It was reported that the camera head was not working during a therapeutic hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Conclusion indicated phenomenon was reproduced as a result of the on-site inspection by the fse. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. No defective phenomena were newly found during the on-site inspection. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working during a therapeutic hernia procedure. The procedure was completed using a similar device. There were no reports of patient harm.